Event description:
On (B)(6) 2011, pt reported that he was hospitalized that day due to elevated blood glucose. Blood glucose first elevated on (B)(6) 2011 and was approximately 600 mg/dl on the morning of the report. Target blood glucose is 140 mg/dl. Pt delivered correction boluses but this did not decrease blood glucose. Bolus history was reviewed and it was correct. Pt did not feel well and did not wish to complete troubleshooting. Follow-up was completed on (B)(6) 2011. Pt was discharged from the hospital on (B)(6) 2011. He switched to his backup infusion device and blood glucose returned to his normal range. Additional attempts to follow-up with pt were unsuccessful. Infusion device was replaced and requested for evaluation.